Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels of greater than 500 (mg/dl). Customer administered boluses with the pump to treat bg levels; however, bg levels remained elevated and customer was taken to the hospital via ambulance. Customer was hospitalized for their high bg levels and diabetic ketoacidosis determined to be dangerous. Customer was treated with intravenous insulin and released on (B)(6) 2016. Customer reported that they reinstated use of the pump, and that their bg levels have been in target range.